Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instruction for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a non-tortuous, mildly calcified, obtuse marginal artery interventional procedure, after preparation of pre-soaking and flushing the device outside the patients' anatomy, a trek balloon delivery catheter (bdc) advanced without resistance into a non-abbott guide catheter. While inside the non-abbott guide catheter, the trek bdc was pulled negative and blood return was seen in the trek bdc. The trek bdc was removed and upon removal it was noticed that the trek balloon was not on the trek bdc, but remained in the non-abbott guide catheter. The unspecified guide wire was removed hoping the trek balloon would be removed with it, but the trek balloon remained in the non-abbott guide catheter. The non-abbott guide catheter was removed with the trek balloon as one unit without difficulty. Another trek bdc was used successfully for the procedure. There was no adverse patient effect or no clinically delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.